Event description:
The surgeon was using the ria 2 (reamer irrigator aspirator) bone harvesting kit and bits that go with it. A product representative was present for the procedure to ensure proper assembly and use of the product. During the procedure, shards of the bits kept breaking off in the patients bone and were not able to be recovered. This issue happened with almost every device used in the procedure. When the kit was being withdrawn, pieces of what looked to be the plastic sheath shredded and taken out of the incision. Per the operating room note: we attempted to start reaming with the 10 mm synthes ria, however the reamer would not pass beyond the lesser trochanter. The ria was replaced with an 8.5 mm reamer. The reamer was advanced without difficulty over the ball-tipped guide rod to the distal femoral physis. The 10 mm ria was again used. The reamer was advanced to the level of the distal femoral physis and during extraction it was noted that the cutting had separated from the reamer, leaving 2 small metal tines behind in the femoral diaphysis which were irretrievable. A 10.5 mm ria reamer was advanced to proximally the middle of the diaphysis before the reamer failed to advance and the tines again broke leaving 2 additional irretrievable times within the proximal femoral diaphysis. A standard 10.5 mm reamer was advanced over the ball-tipped guide rod to the level of the distal femoral physis followed by an 11 mm reamer. An 11 mm ria was advanced to the level of the distal femoral physis to thoroughly irrigate and aspirate the femoral canal. During extraction the tines of the reamer again broke leaving 2 additional metal fragments within the femoral canal. Additional product info: ria 2 bone harvesting kit (ref 03.303.000s; lot 1859p90); 10.0mm reamer head for ria 2 (ref 03.404.016s; lot 4809p50); 11.0mm reamer head for ria 2 (ref 03.404.018s; lot 3181p06); 10.5mm reamer head for ria 2 (ref 03.404.017s; lot 3181p01); 2.5 mm reaming rod with ball tip (ref 351.706s; lot 2582p06).